Event description:
The end user reports she experiences a burning sensation and reddening of her skin under the mass immediately she applies the wafer to her skin. She was unable to provide date of onset but states it stated approximately five years ago. During this time she sought treatment form her primary physician who prescribed an antifungal powder. Her physician has consistently renewed the prescription for her. The end user has discontinued use of the product and treated the affected area with antifungal powder, stomahesive powder and allkare barrier wipes. The redness has since resolved. No further patient complications were reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.